Manufacturer narrative:
This report is submitted on july 23, 2020.

Event description:
Per the clinic, I twas reported that the patient experienced a loss of residual hearing, resulting in a decrease of benefit with device use. Subsequently, the device was explanted on (B)(6) 2020, and the patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
The device analysis report is attached. This report is submitted on september 11, 2020.